Manufacturer narrative:
(B)(4). D6a: implant date in 2003. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 23 years post-implantation, the patient underwent a right hip revision due to pain. Cup and stem revised. Attempts have been made and no further information has been provided.